Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage c shock. The patient was supported with extracorporeal membrane oxygenation (ECMO) as primary support. A pre-existing pericardial effusion was noted and remained stable. On (B)(6) 2026, the patient underwent escalation of therapy from impella cp to an impella 5.5 via the right axillary/subclavian surgical arterial approach without reported procedural complication. Following the procedure, the patient was transferred to the intensive care unit. Upon arrival to the intensive care unit, bleeding was observed at both the right femoral arterial access site of the previously implanted impella cp and the right axillary arterial access site of the impella 5.5. The patient required blood transfusion and return to the operating room for surgical control of bleeding at both insertion sites. The impella cp was explanted as part of the escalation of therapy. The post-procedure outcome was survival at impella cp explant.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.